Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm other error alarms due to an erased history file. No check setting alarms were noted. Unable to verify the no delivery alarm due to the motor error alarm. The pump had a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she received multiple motor error alarms and a no delivery alarm. The customer's blood glucose was 111 mg/dl at the time of incident. The customer stated that she received a motor error alarm during bolus and during rewind. The customer also stated that she received a no delivery alarm during rewind and after the motor error alarms. The customer stated that the drive support cap appeared normal. The customer also stated that the insulin pump was not exposed to high magnetic field prior to the event. Troubleshooting found multiple motor error alarm, no delivery alarms, check settings alarm and a motor position encoder error alarm. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be replaced and will be returned for analysis.